Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: : based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was returned for evaluation and stent was still loaded in the delivery catheter and the inner catheter was protruding. There were one sided repetitive kinks on the stent sheath, and heavy elongation of the outer sheath potentially indicating deployment attempts. During testing, the delivery system could be flushed from both ports, and a system compatible guidewire freely advanced through the catheter. The investigation leads to inconclusive results for positioning problem since the customer reported that the device did not cross the lesion but the sample indicates it was in use but it was not known when a deployment attempt was made. It is however confirmed for material deformation as seen on the device catheter. There was no indication of manufacturing deficiencies. In this case, only very limited information was provided. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for material deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use state: "if unusual resistance is met during delivery system introduction, the delivery system should be withdrawn and another delivery system should be used". Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding accessories the IFU states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The IFU states "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using fluency plus vascular stent graft, during the procedure, the stent failed to cross the lesion. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using fluency plus vascular stent graft, during the procedure, the stent failed to cross the lesion. There was no reported patient injury.